Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was a vial with fungus growth in it. The following information was provided by the initial reporter: when they opened the box, the supplement vial had fungus growth in it.

Manufacturer narrative:
H.6 investigation summary mgit 960 supplement kit batch 2293455 is composed of mgit panta batch 2293347and mgit 960 growth supplement batch 2293450. The batch history record review for mgit 960 supplement kit batch 2293455 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The components of kit batch 2293455 were reviewed and all batch history records were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. Performance of each kit component was satisfactory procedures. Retention samples were inspected for growth supplement batch 2293450 (6 vials) and panta batch 2293347 (10 vials) and media defects were observed in any of these retention samples inspected. For further investigation two panta vails were reconstituted with deionized water. One panta vial reconstituted with deionized water was placed into the 20-25-degree celsius incubation, and one panta vial reconstituted with deionized water was placed into the 33¿37-degree celsius incubator. For additional testing two panta vials were reconstituted with growth supplement batch 2293450. One panta reconstituted with growth supplement was incubated at 20-25-degrees celsius (the remaining growth supplement in the vial was also incubated), and one panta reconstituted with growth supplement was incubated at 33-37-degrees celsius (the remaining growth supplement in the vial was also incubated). At the end of a fourteen-day incubation period no microbial growth was observed in 6/6 incubated retention vials. Two photos were received to assist with the investigation: ¿ both photos show an uncrimped reconstituted panta vial from batch 2293347. There does appear to be fungal growth in the vial. The crimp caps cannot be seen in the photos. There is parafilm wrapped around the cap of the vial. No returns were received to assist with the investigation. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. Bd will continue to trend complaints for contamination. This complaint can be confirmed by the evidence provide in the photos received.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was a vial with fungus growth in it. The following information was provided by the initial reporter: when they opened the box, the supplement vial had fungus growth in it.